Event description:
Revision surgery - the poly insert had significant wear on the lateral side.

Manufacturer narrative:
The reason for this revision surgery was reported as wear after 7.9 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number; one due to wear and two revisions. The root cause for the revision was due to wear. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.